Event description:
It was reported to boston scientific corporation that a rx dilatation balloon was used during a balloon dilatation procedure performed on (B)(6), 2011. According to the complaint, it was reported that the balloon was attempted to be inflated, but was unsuccessful. It was confirmed that the balloon had a leak due to a pinhole in the balloon material. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): visual examination of the returned device found no damage to the catheter of the device. However, through functional testing it was revealed that a pinhole was present in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon pinhole was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.